Event description:
It was reported that a depth gauge broke during a surgical procedure. The broken pieces were removed from the patient. There was no patient impact as a result of this failure.

Manufacturer narrative:
(Annex c)4247 - this complaint was not escalated to root cause analysis. (Annex d)4316 - this complaint was not escalated to root cause analysis.